Event description:
Over a period of time, the surgeon developed skin irritation. He saw a dermatologist. Steroid ointment and cream were prescribed, and the irritation has resolved.

Manufacturer narrative:
The device history record was not reviewed because the lot number was not available. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of the skin irritation could not be determined. The esteem ortho polyisoprene glove passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.